Event description:
It was confirmed that the patient developed hemoptysis post cardiomems sensor implant procedure. The cause of the hemoptysis was unknown. The patient was kept overnight in the intensive care unit for observation. After one night, the patient was confirmed to be stable and discharged.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.